Manufacturer narrative:
The reported device does not meet criteria for reporting as it is not approved for sale in the us. The initial MDR 3500a was filed in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of loss of 2 snellen lines; therefore, the condition of the product could not be verified. The device was documented as adequately positioned, and without obstruction throughout the study. There was no evidence of device failure and there were no intraoperative complications. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced a loss of two snellen lines or more compared to baseline at three months postoperatively or later. Additional information was requested.